Event description:
--

Manufacturer narrative:
Additional information received indicated that the rv lead was explanted and successfully replaced. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Additional information received indicated that fluoroscopy was taken and the results were inconclusive. A revision procedure took place and the connections were verified. Both df-1 terminal pins were beyond the set screws and the tug tests were performed which did not reveal a loose connection. The terminal pins were removed and reconnected two different times and the high shocking lead impedance remained. A lead extraction planned to be performed at a date in the near future.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting an increase in shocking impedance measurements. When programmed distal coil to can the shocking impedances were greater than 125 ohms. An intervention to revise the rv lead planned to take place at a date in the near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.